Event description:
It was reported that while the surgeon was maintaining hemostasis with the 5 mm monopolar cautery instrument during a da vinci si tongue base resection procedure, the instrument caught on fire. The instrument and 5 mm cautery spatula tip accessory that was installed on the instrument were immediately removed and the planned surgical procedure was completed with a replacement instrument and tip accessory. No patient harm was reported.

Manufacturer narrative:
On (B)(6) 2012, the hospital provided a video of the surgical procedure to intuitive surgical. During analysis of the video, it was determined that the polypropylene sleeve of the spatula tip accessory had ignited. After further communications with the hospital, intuitive surgical was informed that the patient was administered anesthesia via an endotracheal tube with a cuff installed and a mixture of oxygen, nitrous oxide, and sevoflurane were given to the patient. Cautery for the instrument was supplied by a valleylab esu. During the procedure the patient became de-saturated (blood level went down) and the oxygen level was increased to 100%. The anesthesiologist announced the oxygen level increase to the surgeon, however, the announcement was not heard by surgeon. The flame occurred when the oxygen level was at 100%. Based on the additional information provided, it was concluded that the use of oxygen at 100% was directly related to the product malfunction experienced by the customer. It was determined that the high oxygen enriched environment, followed by the spark source (esu cautery), allowed the spatula tip accessory to ignite. On (B)(6) 2012, intuitive surgical informed the hospital that the or safety precautions provided by valleylab specifically states, avoid oxygen enriched environments.

Manufacturer narrative:
On (B)(6) 2011, a hospital representative indicated that the affected instrument and tip accessory will not be returning for evaluation as they were discarded, thus, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if additional information is received.